Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was receiving care from the spinal rehab center in (B)(6). The vad coordinator was notified on (B)(6) 2019 that the patient would be transitioning to hospice care. The patient was not a transplant candidate secondary to age. The vad coordinator received phone call on (B)(6) 2019 that the patient had expired and given instructions to turn off lvad. No additional information was provided.

Manufacturer narrative:
Section a4, f1-f14, h4: additional information. Section d4, g3: correction. Voluntary mw number 420018-2019-0024 was received 13jan2020. Manufacturer's investigation conclusion: a direct correlation between vad-20362 and the patient¿s expiration could not be conclusively determined through this evaluation. No alarms, clinical symptoms, or device-related issues were reported in association with the event. The account communicated that the patient was not a transplant candidate due to their age and was receiving care from the spinal rehabilitation center in augusta, ga. The patient was transitioned into hospice care on (B)(6) 2019 and gave instructions to turn off their lvad. The patient expired on (B)(6) 2019. Vad-20362 will not be returning for evaluation and no further information is available from the account. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.